Manufacturer narrative:
Did not available as product was manufactured on or before september 23, 2014. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented in-clinic for a routine follow-up, lead noise was observed. Programming changes were unable to be made. The lead was capped and replaced on (B)(6) 2018.

Event description:
New information received notes that the patient tolerated the change-out well with no complications.